Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6, h11. During troubleshooting with olympus technical assistance center (tac), the customer was advised to reseat the light source cables; however, the b30 error recurred. The customer then swapped out the scope and the scope worked appropriately. The customer was then advised to swap out the video system center. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a b30 error (scope communication error). It is unknown when the issue was found. There were no reports of patient harm.